Event description:
Reporter noted plastic wrenches are not as solid as usual; leaving particles when screwing tip on handpiece. No clinical consequences, but surgeon felt it was very difficult to remove particles from the eye, and could have resulted in injury.